Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A regulatory agency reported that the knife is not sharp. Additional information is not available.

Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. A review of the related device history records (DHR) for the reported lot number, has been performed; no anomalies were found. The product was released based on the product¿s acceptance criteria. A complaint history examination indicates this is the second complaint for the reported issue associated with this cutting instrument lot. No sample was returned and the device history record review of the lot number provided indicated product was released according to product¿s acceptance criteria, therefore the root cause for the defect experienced by the customer cannot be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).